Event description:
It was reported that there was moisture inside the cartridge compartment of the infusion device. The patient stated that the moisture may have been insulin that had leaked from the infusion system. The patient stated that the condensation was near the bottom of the insulin cartridge in the cartridge compartment. No adverse event was reported. The infusion device, insulin cartridge, adapter, battery, and battery cover were replaced and requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.